Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with a failed self test. The patient's blood glucose at the time of incident is unknown, though she mentioned that her blood glucose has been all over the place lately. Troubleshooting was initiated and the customer's insulin pump failed another self test. The patient was advised to disconnect from the insulin pump and run another self test; this time the test was completed. However, the prime test was not run on the insulin pump since the failed self test alarm did not occur during the rewind and prime processes. The customer was advised to monitor the insulin pump. The insulin pump was not returned or replaced.